Manufacturer narrative:
The issue that caused the patient to fall of the table is due to "user error" of staff pulling the t-pin from the h-frame while a patient was on the table. Hospital will not release any information about condition of patient. As stated in the 5803 owner's manual rev h., section 6.2 installing a table top using h-frames, page 34 shows a yellow waring sign with the following statement, "t-pins extended through the crossbars and table top supporting the patient should never be removed with the patient on the table top. Removing these t-pins may result in harm to the patient, healthcare workers or the devise.

Event description:
It was reported that the patient was rotated on the jackson table into the supine position when the staff went to remove the h-frame and t pins they incorrectly removed the wrong t pin causing the patient to fall off the table. This was a user error not a issue with the table, however they have reported the incident as they require a service engineer to confirm the table is in working order, a preventative maintenance request has been instigated for the hospital.

Event description:
It was reported that the patient was rotated on the jackson table into the supine position when the staff went to remove the hframe and t pins they incorrectly removed the wrong t pin causing the patient to fall off the table. This was a user error not a issue with the table, however they have reported the incident as they require a service engineer to confirm the table is inworking order, a preventative maintenance request has been instigated for the hospital.